Manufacturer narrative:
(B)(4). D10: 110024461 g7 dual mobility liner 38mm c lot number is unknown, 650-1159 delta cer fem hd 28/-3mm t1 lot unknown, 51-103090 tprlc 133 type1 pps so 9x137mm lot number unknown. G2: foreign: south korea. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. The patient experienced a dislocation and underwent a revision surgery. The head was exchanged but it's unknown if the liner or bearing was exchanged. A definitive root cause cannot be determined multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 01534. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 6 days post implantation due to dislocation. There is no additional information available at the time of this report.